Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/06/2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Dates received by manufacturer: additional (B)(6) 2016.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and a hwbat 12c error was observed. The receiver case was opened for further evaluation. The battery was inspected and the inspection passed. The reported event of a hardware error was confirmed. A root cause could not be determined. Contents of h.10 field are included below due to e-submitter mapping issue encountered beginning on (B)(6) whereby h.10 contents are not populating on packaged medwatch 3500a form: (B)(4).